Event description:
It was reported that the ventilator failed the pressure transucer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A pressure transducer printed circuit board was replaced. The replaced part has been requested but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. The reported pressure transducer sub-test failure could not be reproduced when the returned pcb was tested in a reference ventilator. Performed pre-use checks passed without deviation, and no alarms were generated during ventilation testing. The cause for the reported failure could not be determined since the problem was not able to be reproduced. The reported problem could not be confirmed since device logs were not available for evaluation during this investigation.

Event description:
(B)(4).